Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and gel leak.

Event description:
Patient representative reported left side seroma formation, folds, silicone bleeding, suffers from severe chest pain, and pulling, and suffers from anxiety. Patient representative additionally reported sleep disorders, restrict their freedom of movement, extreme mood swings, disturbed self-image, significant impact on their everyday life, and impairment, all not related to the device. The device has been explanted and replaced.

Event description:
Patient representative reported left side seroma formation, folds, silicone bleeding, suffers from severe chest pain, and pulling, and suffers from anxiety. Patient representative additionally reported sleep disorders, restrict their freedom of movement, extreme mood swings, disturbed self-image, significant impact on their everyday life, and impairment, all not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ gel bleed: unable to observe since it is not related to the device. ¿ crease/folding of implant: not observed. ¿ seroma: unable to observe since it is not related to the device. ¿ chest pain: unable to observe since it is not related to the device. ¿ changes in sleep habits: unable to observe since it is not related to the device. ¿ varied injuries: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted no manufacturing issues were observed.

Event description:
Patient representative reported left side seroma formation, folds, silicone bleeding, suffers from severe chest pain, and pulling, and suffers from anxiety. Patient representative additionally reported sleep disorders, restrict their freedom of movement, extreme mood swings, disturbed self-image, significant impact on their everyday life, and impairment, all not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 17may2024.

Event description:
Patient representative reported left side seroma formation, folds, silicone bleeding, suffers from severe chest pain, and pulling, and suffers from anxiety. Patient representative additionally reported sleep disorders, restrict their freedom of movement, extreme mood swings, disturbed self-image, significant impact on their everyday life, and impairment, all not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿varied injuries: unable to observe through visual inspection as it is a physiological phenomenon. ¿seroma: unable to observe through visual inspection as it is a physiological phenomenon. ¿lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. ¿gel bleed: not observed since no gel is out of the device and the weight is within specification. ¿crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿changes in sleep habits: unable to observe through visual inspection as it is a physiological phenomenon. ¿anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient representative reported left side seroma formation, folds, silicone bleeding, suffers from severe chest pain, and pulling, and suffers from anxiety. Patient representative additionally reported sleep disorders, restrict their freedom of movement, extreme mood swings, disturbed self-image, significant impact on their everyday life, and impairment, all not related to the device. The device has been explanted and replaced.